Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate drainage during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2025. During the procedure, the first flange was deployed but not properly visualized on the screen. As a result, it expanded into the abdominal cavity and had to be removed. The stent was discarded due to concerns about infection, and it was decided to repeat the procedure at a later time after clipping the treatment site. The patient is reported to be stable with no complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f1001 captures the reportable event of the cancelled procedure. Imdrf device code a15 captures the reportable event of stent positioning issue. Imdrf device code a090814 captures the reportable event of stent not visible under eus or fluoroscopy.